Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported tubing detachment at the quick release. At the time of this incident, patient's blood glucose level was 486 mg/dl, which was treated with manual injection. The site location was patient's butt and the pump was clipped on to the hip. This happened on the first day of use and the infusions were kept in storage in the office closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.